Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a ez steer nav ds and some of the blue coating stretched out and the wiring was exposed when the catheter was taken out of the body. It was between the distal and proximal electrodes of the catheter. There were no lifted nor sharp rings. The physician did not mention any resistance or difficulty. The catheter was replaced to continue the procedure. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, no wires or internal components were observed exposed. A manufacturing record evaluation was performed for the finished device number lot 31262146m and no internal action related to the complaint was found during the review. The internal components exposed issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a ez steer nav ds and some of the blue coating stretched out and the wiring was exposed when the catheter was taken out of the body. It was between the distal and proximal electrodes of the catheter. There were no lifted nor sharp rings. The physician did not mention any resistance or difficulty. The catheter was replaced to continue the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).